Event description:
It was reported on 06/19/2010 that patient had a stroke and was wondering if it was caused by the pump. No specific triggering event was reported. The pump was administering morphine and the patient was also taking bayer aspirin, ursodiol (for liver), simvastatin (zocor), and calcium. All oral medications were ordered stopped by hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).